Event description:
Though requested, no additional information has been received.

Manufacturer narrative:
Though requested, no additional information has been received. The product was not returned for evaluation. The device history record review confirmed that all validated processes and standard operating procedures had been followed. No deviation or non-conformity was noted. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. No similar complaints have been received for this lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the current information, the root cause of the event could not be conclusively determined; however, user related factors might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
Though requested, no additional information has been received. The device has not been returned for evaluation. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that an intraocular lens (iol) was inserted 2/3 of the way into the eye and then the injector was not able to push it in the rest of the way despite turning the knob. The original incision size was 2.0 mm. The incision was enlarged to remove the original lens. No sutures were required. A second iol was successfully implanted. According to the reporter, the original lens was damaged as it was not properly loaded into the blis - x1 inserter cartridge. Though requested, no additional information has been received.